Event description:
Update received that the 36-month post-op correction was made stating, "in the form of over-wrapping the previous stent, an additional pipeline flex shield 3.5mm*16mm was placed and a pta was added." The previously reported 36 month post-op was noted as, "an additional 3.5 mm*16 mm pipeline flex shield was placed in such a way that it overlaps with the previous stent, was added." No new information was provided in the concomitant medication report 4. Additional information was received stating that, "regarding the additional pipeline placement for incomplete occlusion reported at the 36-month post-procedure follow-up, a crf was registered as the following ¿adverse event." The adverse event was reported as reduced response to treatment, date of onset:(B)(6) 2023. Noted as not severe and date of outcome: (B)(6) 2025 for recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline stent required retreatment at 36 months. An additional 3.5 mm*16 mm pipeline flex shield was placed in such a way that it overlaps with the previous stent was added. No adverse event was reported. Reason for retreatment was incomplete occlusion. The patient was originally being treated for a saccular, unruptured aneurysm in the left internal carotid atery (ica), c7 location. The aneurysm height was 4,3mm and the max diameter was 8.0mm. The dome diameter was 8.0mm. The aneurysm neck was 5.6mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.